Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: diagnosis of lumbar spinal canal stenosis type of procedure or technique used: metal screw removal surgery for the fixation case to treat lumbar spinal canal stenosis it was reported that intra-op, the screw could not be removed from the driver, hence, while removing the screw forcibly from the driver, the threaded part on the tip of the driver which was used for gripping other products was chipped. The locking button of the driver itself sank as well. There were no fragments remained in the patient body. The operation was completed without problems. No patient symptoms or complications were reported as a result of this event.